Event description:
During an in clinic follow up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable.